Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The adapter broke during use. Update: 06/03/2015 - follow-up information received from the sales rep regarding breakage of the instrument. "The plastic tip of the torque adaptor wrench became stuck on the adaptor implant, then came off of the wrench and was lodged onto the adaptor. The plastic tip had to be cut off of the implant. "

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned instrument confirmed the black plastic protector component has cracked and become disassembled from the wrench. CAPA (B)(4) was initiated to further investigate and determine root cause and corrective actions. Co (B)(4) has been initiated to change the design of product code 961673 as part of CAPA (B)(4). The current complaint sample was manufactured prior to the implementation of co (B)(4). No further corrective action required. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.